Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 in order to treat pelvic organ prolapse, stress urinary incontinence, and hernia repair concurrently with an anterior/posterior colporrhaphy, perineoplasty, and a cystoscopy. It was reported that following insertion the patient experienced pelvic pain and mesh erosion. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient underwent removal of tiny exposed mesh fibers on (B)(6) 2012 and (B)(6) 2010 and a mesh revision with a laparoscopic assisted vaginal hysterectomy, laparoscopic sacral colopexy, cystourethroscopy, and implantation of ultrapro mesh on (B)(6) 2011. It was reported that the patient underwent mesh revision/removal on 08/01/2011 and mesh trimming in (B)(6) 2012. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03837. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.